Event description:
Additional information received indicated that at the patient's 2 month follow-up visit, "there was mild discharge from granulation tissue, no mesh exposure; well-healed vaginal epithelium." The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of an elevate posterior graft, the patient presented with mild "granulation tissue at vaginal vault." Medication was administered on (B)(6) 2014 and the event is considered recovering/resolving (ae is improving) as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.